Event description:
Customer reported he was hospitalized due to falling off a ladder. Customer stated when he came through blood glucose was low. Customer and doctor were sure if the fall was caused by a low blood glucose level. Customer state an x-ray was performed but the device was removed prior. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.